Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's connectors were broken. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for no return of broken connector, both connectors were broken and it was additionally noted that the hanger was broken. The unit was cleaned and inspected, the output connector assembly and the hanger were replaced and the unit was then tested and calibrated on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.